Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author stated none of the deaths were directly contributed to device issues. The physician/author also reported the permanent pacemaker rates were above 10% for all the self-expandable valves used, with no specific difference between the brands. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: chow scy et al. Short term clinical outcomes and analysis of risk factors for pacemaker implantation: a single center experience of self-expandable tavi valves. J cardiothorac surg. 2020 jul 29;15(1):200. Doi: 10.1186/s13019-020-01241-9. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the short-term outcomes following transcatheter aortic valve implantation (tavi) using self-expandable valves. All data was retrospectively collected from a single center between 2016 and 2018. The study population included 88 patients with a mean age of 80 years. Of those, 75 were implanted with medtronic evolut r transcatheter valves. No serial numbers were provided. Among all patients, 14 deaths occurred within one year after tavi. The causes of death included: sepsis (3), renal failure (1), ventricular perforation caused by an undisclosed type of pacing wire (1), root rupture (1), myocardial infarction (3), congestive heart failure (2), and disabling stroke (3). Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, adverse events included: permanent pacemaker implantation due to complete heart block, left bundle branch block, tachycardia-bradycardia syndrome, or atrial fibrillation (slow or junctional); coronary obstruction following valve deployment; disabling stroke; repeat valvular intervention; moderate to severe paravalvular leak; endocarditis; cardiac event requiring hospital admission (angina, myocardial infarction, or heart failure); and unspecified major vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.